Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during a/d converter check, the device alarmed with the error tf 5501. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. According to the complaint description, during a/d converter check, the device alarmed with technical fault 5501. It is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. The issue (tf5501) was caused by a defective vu motherboard. A replacement vu motherboard was sent to the end customer. It was confirmed by the partner that this solved the issue.